Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient with history of primary breast augmentation with mentor saline implants who underwent prophylactic mastectomies and primary breast reconstruction with mentor memoryshape mh 390cc siltex gel implants on (B)(6) 2017 post brca gene positive test developed acute right breast swelling that was observed on (B)(6) 2019. On (B)(6) 2019, the patient had an us that showed findings suspicious for extracapsular right breast implant rupture, areas medially and laterally with what appears to be a discontinuity of the implant, fluid and complex material external to the implant (birads 3). On (B)(6) 2019, the patient underwent left open capsulotomy with debridement of pseudo capsule, right side open capsulorrhaphy, right side debridement of pseudo capsule hyperplasia, right lateral capsulorrhaphy, bilateral removal, and bilateral replacement with mentor memoryshape mh 390cc siltex gel implants. The patient was noted to have baker grade unknown left side capsular contracture. On (B)(6) 2019, the surgical pathology report observing capsules and implants showed bia-alcl tumor cells in the fibrinous exudate of the right capsule and no evidence of invasion of the capsule. This finding was supported by positive staining for cd30 in the atypical cells, which also stained positive for t cell markers cd3, cd4, and negative for b cell marker cd20; cd68 positive macrophages are present within the capsular and the fibrinous exudate. The right breast implant was shown to be focally disrupted (ruptured) right implant. The left implant was intact and negative for any malignancy and atypical cell staining. On (B)(6) 2019, the cytology report from right breast capsule fluid returned positive for malignancy. There were numerous lymphoma cells with cytologic and immunophenotypic features most consistent with bia-alcl. The lymphoma cells were strongly cd30 positive and show expression on t cell markers cd3, cd4 and cd2(subset). On (B)(6) 2019, the patient had consultation at cancer center due to bia-alcl diagnosis where physician ordered pet/CT scan to check for metastatic disease. On (B)(6) 2019, the patient had the pet/CT scan that showed small fluid collections around the upper portion of the bilateral breast implants. There is a 1.2 cm ill-defined soft tissue at the inferolateral portion of the right breast posterior to the implant and smaller ill-defined soft tissue at the lateral portion of both breasts anterior to the implants that are suspicious for malignancy. On (B)(6) 2019, the patient was seen again in cancer center where physician reviewed the results of the pet/CT scan and determined there was no evidence of distant metastatic disease. The physician suggested no adjuvant treatment, given complete resection with surgery without residual disease. The physician planned on seeing patient post-surgery to review pathology. On (B)(6) 2019, the patient underwent bilateral implant removal and bilateral open en block total capsulectomies without replacement. On (B)(6) 2019, the surgical pathology report from (B)(6) 2019 surgery showed no morphologic evidence of capsule involvement by bia-alcl bilaterally. The diagnosis is supported by the absence of atypical lymphocytes on cd30 immunostain on right side. Both implants were intact upon explantation. These surgical pathology results were reviewed in conjunction with cytology and surgical pathology from (B)(6) 2019, which both revealed a cd30 positive population of abnormal t-cells consistent with breast implant-associated anaplastic large cell lymphoma. The (B)(6) 2019 samples showed no gross evidence of mass forming lesions and no microscopic evidence of capsule involvement by a similar population or lymphoma cells bilaterally. These findings suggest disease limited to the seroma cavity only. The patient did not require any chemotherapy, radiation therapy or other therapy thus far. This medwatch report is for the right breast prosthesis.